Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 200 mg/dl. Customer had symptom of high blood glucose; customer was vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip IV. Customer was wearing insulin pump at the time of hospitalization. Customer reported that the incorrect year was programmed in insulin pump. Customer was advised that this would not affect delivery. Troubleshooting was performed and customer reported that blood glucose had risen to 460 mg/dl. Customer also reported that carbs were not counted properly. Customer was advised to speak with healthcare professional.